Event description:
Developed: nausea & vomiting, ibs, insomnia, anxiety/depression, chronic fatigue, general weakness, osteopenia, poor memory & concentration, high inflammation evidenced by high sediment rate and swelling in knees and abdomen, high cholesterol despite healthy diet and exercise, numbness/tingling in arms and hands, hair loss, back and neck pain, dry, red, blurry eyes - decline in vision, loss of tooth, gum recession, infertility.